Manufacturer narrative:
The reported issue that IV tubing is causing lots of air bubbles making pumps alarm could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed for the suspect pump module since no serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported from outpatient infusion services that IV tubing is causing lots of air bubbles making pumps alarm. The event resulted in a delay in care for multiple patients, different diagnosis, same day or different day, different pumps, different channels & different clinicians. The pump would allow larger air bubbles to pass through but the tiny air bubbles would cause the pump to alarm. Then, the pump would alarm when no visible bubble/air was in line, which is a common occurrence for all the pumps in the unit. Multiple rns would try to troubleshoot by changing the tubing three times, changing pumps three times and changing channels three times. There was no adverse effects caused to the patient as a result of this event. Although requested, additional information was not provided